Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection and seroma. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced bilateral wound infection post-operatively. The patient also experienced early onset seroma on the left side and a rupture on the right side. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast augmentation with two 375cc mentor memorygel breast implants and experienced bilateral wound infection post-operatively. The patient also experienced early onset seroma on the left side and a rupture on the right side. As a result, the patient underwent explantation on (B)(6) 2021. This report is for the left side device.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection and seroma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, mentor became aware of the device serial number. The relevant field has been updated. Manufacturer¿s reference number: (B)(4).